Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting revealed that the customer changed the infusion set two days prior to being hospitalized, and had been getting no delivery alarms since the set change. The customer did not change the infusion set after getting the no delivery alarms. The insulin pump passed the prime test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.